Event description:
Wire threaded without resistance or difficulty. Removed with tip intact and entire wire straight. No obvious frays or damge upon removal. Stylet removed after initial chest x-ray, tip intact, wire straight without obvious fray or deformity. Artifact versus foreign body noted at tip of catheter at subclavian. Repeat x-ray times 2, foreign body persists. Removed catheter. Chest CT without contrast confirms presence of probable "wire-like 4 cm in length foreign body at the right upper thorax, likely within the subclavian vein.

Manufacturer narrative:
The complaint was confirmed, but the exact cause is unknown. The distal end of the tls stylet was damaged. Five magnets were found adjacent to the distal tip of the core wire and the polyimide tubing extended 0.1" from the end of the last magnet. The distal tip of the stylet, which contained the remainder of the magnets, was not returned for evaluation. The tls stylet was received inside a 5 fr t/l powerpicc. The stylet had been retracted through the t-lock extension set; however the distal end of the stylet was visible within the distal tip of the PICC. The PICC had been cut at the 25cm depth mark and the distal segment of the catheter was not returned for evaluation. The exact mechanism of damage is unknown. The product IFU warns, "ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury." A chr of lot #reti0495 showed no other similar product complaint(s) from this lot number.